Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-08127 and 2134265-2017-08129. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. It was noted that the image appeared. However, automatic pullback failed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed the problem could not be reproduced as indicated in the original complaint. However, as secondary during the pullback test the image was lost intermittently but the pullback functionality continue to work properly. The unit failed the mdu-5 pus basic functional test. The root cause of the failure is a defective lemo cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2017-08127 and 2134265-2017-08129 it was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. It was noted that the image appeared. However, automatic pullback failed. No patient complications were reported.